Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button was unresponsive. Reportedly, customer had to press the wake button multiple times and with force to turn the screen on. There was no reported impact to customer's blood glucose. Reportedly, customer continued to use the pump for insulin therapy and had manual injections available as alternate insulin therapy.